Manufacturer narrative:
Result of investigation: it was determined that the root cause of the issue was the long-life o2 sensor early depleted. The vyaire failure analysis laboratory received the suspect component and performed a failure investigation. A visual inspection of the o2 (oxygen) sensor did not show any signs of physical damage to it. The voltage output reading is = 0mv (specification = 5mv -15mv). This indicates a lack of internal chemical reactivity and is no longer usable. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
A vyaire field service representative(fsr) evaluated the device onsite and replaced the o2 (oxygen cell) in the unit. 2 point calibration and photonic o2 calibration were performed and no issues could be detected. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 us is getting repeated alarm 221 "o2 sensor requires calibration" even after multiple successful one and two-point o2 cell calibrations. There was no patient harm reported from this event. At this time, there is no information regarding remedial action taken by the healthcare facility.